Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported that the adc device detached prematurely. The customer was given unspecified treatment by a third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which it was reported that the adc device detached prematurely. The customer was given unspecified treatment by a third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. No physical damage was observed on the returned sensor patch. Sharp stuck was observed inside sensor plug assembly. No issues were observed with the returned sensor adhesive. Therefore, this issue is not confirmed to use . An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.